Event description:
See h11.

Manufacturer narrative:
Additional information received indicated that this event was a duplicate of the one reported in manufacturer report # 3004209178-20 25-21448. This information, and all further information received regarding this event will be reported in 3004209178-2025-21448. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the patient was implant on (B)(6) 2025. Intra-op and post-op, impedance was checked multiple times and were all green. The patient was seen (B)(6) 2025 (it was noted that a rep wasn't present), and impedance testing was run several times and the impedance results were inconsistent. The values seen were at 40000 ohms, but the contacts that were high would change each time. It was noted that the implant and follow-up was done by experienced healthcare professionals (hcps), and everything went well at the time of implant. When the hcp put slight pressure on the ins site and checked impedance, everything was green. The patient would be coming into the office the week following (B)(6) 2025. No symptoms were reported.

Manufacturer narrative:
G2. Foreign: ca medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.